Event description:
It was reported that this tachycardia implantable lead exhibited an increase in shock impedance value from 95 ohms at implant to 126 ohms at recent check, which was out-of-range. Technical services (ts) provided troubleshooting including recommendation of reprogramming upper limit. No further information was provided. No adverse patient effects were reported. Currently, this lead remains in service.